Manufacturer narrative:
Testing of actual/suspected device (10/3233) the customer reported that a getinge field service engineer (fse) went to the facility with a pim assembly that contained an old version safety disk and once it was installed in the iabp all test passed. The iabp was returned to clinical use. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It is expected that the suspected faulty safety disk will be returned to getinge's national repair center for failure analysis; a supplemental report will be submitted upon completion of failure analysis.

Event description:
It was reported that during scheduled maintenance performed by the customer's biomedical engineer, the new safety disk installed failed the leak test as step #4. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
The safety disk was returned to getinge's national repair center (nrc) from getinge's production department. Production verified the failure of the safety disk failing the membrane status leak test with a reading not within factory specifications. The safety disk failed testing. The safety disk will be retained in the nrc per procedure. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The suspected faulty safety disk was returned to getinge's national repair center (nrc) for failure investigation. A getinge technical associate inspected the safety disk per the cardiosave service manual and no visual damage was observed. The nrc installed the safety disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure. The nrc could not verify the reported failure and testing passed within factory specifications. The safety disk was sent to the getinge production department for further investigation. A supplemental report will be submitted when additional information is provided. H3 other text : not returned to manufacturer.

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, g3, g6, h2, h6, h10, h11. Corrected fields; h4.

Event description:
N/a